Event description:
The physician delivered the coil to the target aneurysm; however, the radiopaque markers were not visible to align the coil for detachment. The coil was removed from the patient and the procedure completed using another of the same device. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the main coil was extensively stretched and the main junction was bent. There was blood noted in the introducer sheath and on the main coil. There were no anomalies noted to the zap tip. A probable assignable cause of procedural factors has been assigned to these findings as it is likely that some procedural factors were contributed to the events as the device performance was limited. There were no anomalies noted to the delivery wire. The distal end of the delivery wire was examined under the microscope and it was confirmed that the proximal platinum radiopaque marker was present. The label verification for the lot was performed and it was verified that the proximal maker was present on each unit for the lot. Therefore, the reported event of the radiopaque marker was missing was not confirmed. Manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
The physician delivered the coil to the target aneurysm; however, the radiopaque markers were not visible to align the coil for detachment. The coil was removed from the patient and the procedure completed using another of the same device. There was no reported clinical consequence to the patient.